Manufacturer narrative:
A visual examination of the returned device revealed that the balloon was tightly folded which indicates that the balloon was not subjected to positive pressure. No issues were identified with the balloon with could potentially have contributed to the complaint incident. A microscopic examination identified no issues with the shaft polymer extrusion. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. A visual and microscopic examination identified that the tip of the device was completely detached from the device. The tip was not returned for analysis. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24oct2019. It was reported that tip damage occurred. The tip of the 10mmx2.75mm wolverine coronary cutting balloon was found to be damaged and flattened so the guidewire could not be inserted. The procedure was completed with a different device and no patient complications were reported. However, device analysis revealed tip detachment.